Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was able to reproduced the issue and it was presume the cause of the failure was the video cable connector. However, a defective root cause could not be determined. Labeling review: there is no basis that the defect is caused by misuse of the user, thus not applicable. Olympus will continue to monitor field performance for this device. Added d8: no, h3: yes.

Event description:
It was reported that the video system center had a flickering image. It is unknown when the issue occurred. There were no reports of patient involvement or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.